Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction procedure with intraocular lens implant the handpiece did not have ultrasound power despite proper parameters displayed on the screen. The handpiece did not fragment a hard cataract. The case was completed using an alternate handpiece. There was no patient harm confirmed. Additional information has been requested and received.

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample found no visual nonconformity. The returned sample was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet alcon specifications per manufacturing test procedure (mtp). The phaco handpiece was manufactured on january 29, 2016. Based on qa assessment, the product met specifications at the time of release. The handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).